Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. System log review: the system logs were pulled and reviewed for the ion system used during procedure by an intuitive surgical, inc. (Isi) senior failure analysis engineer: no relevant errors were observed during this procedure. A review of the site's complaint history does not show any additional complaints related to this product and/ or this event. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: the patient reportedly experienced bradycardia, and hypotension during an ion endoluminal lung biopsy procedure. The patient was reportedly revived and brought back to a stable condition. The cause of the procedural complications is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred

Event description:
It was initially reported that during an ion endoluminal lung biopsy procedure, the anesthesiologist noted the patient was exhibiting bradycardia and hypotension. The procedure was reportedly in progress for about 35 minutes at this point and the physician had already taken several biopsy samples with both a 21g flexision biopsy needle and biopsy forceps. An echocardiogram was performed and the patient's cardiac output was low. The ion system was removed from the patient who was then reportedly revived and the patient was stabilized. The surgeon reported that no significant bleeding occurred during this procedure nor did the patient experience a pneumothorax. The physician commented that the patient likely had a sympathetic surge of the nervous system due to the stimulation of the lung. The physician did not finish the procedure due to this event. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.